Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, urinary/bowel dysfunction and gastrointestinal/pelvic floor. It was reported that the patient still does not feel any stimulation "even at maximum intensity¿ raising the concern that the lead may have moved. Patient confirmed that they had talked to a nurse and now they were scheduled for an x-ray on the 27th to determine whether the accident caused the lead to move. The patient was redirected to their healthcare provider to further address the issue. Patient reported bowel symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 3889-28; lot# va2257j serial# implanted: (B)(6) 2020 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 29-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va2257j implanted: (B)(6) 2020 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.